Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the erbe generator to correct the reported problem. The system was tested and verified as ready for use. A return material authorization (RMA) was issued requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar energy auto firing issue occurred. The customer received phone assistance from an intuitive surgical, inc.(isi) technical support engineer (tse). The tse reviewed the system logs and confirmed error 25920. The customer replaced the energy cord and confirmed that the monopolar firing was working fine at the time of the call. The customer later reported that the issues reoccurred. The tse reviewed the logs and confirmed error m-12 on the erbe generator. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed with the same erbe generator. The field service engineer (fse) later replaced the erbe.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive the erbe generator and performed the failure analysis. The erbe energized and cauterized, and all ports recognized instruments. The visual inspection shows the erbe in good condition.